Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) reported that the iabp unit failed a leak test during preventative maintenance (pm). The stm found the drive manifold assembly was defective and replaced it (0104-00-0031). The stm also replaced the safety disk (0202-00-0140). The stm completed all safety, functionality and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test. There was no patient involvement, and no adverse event reported.